Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device did not have an obturator present. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance

Event description:
It was reported that during a gastric bypass procedure, there was tremendous amount of leakage from the trocar. The device leaked with and without an instrument being inserted. They continued to use to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.